Event description:
It is reported that a customer received a no delivery alarm on their insulin pump. The patient's blood glucose level was at 316 mg/dl. The customer was assisted with trouble shooting and found that alarm was caused by set/reservoir occlusion. The pump was primed and the pump started working as designed. No further assistance needed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.